Manufacturer narrative:
Investigation: a physical sample was not available for investigation but bd was provided with a photo of the defect for evaluation. A review of the device history record was performed for the reported lot, 8214832, and no quality issues were found during production. Our quality engineer reviewed the provided photo and determined that it was a 20 nexiva unit with an extension tube attached and a second extension tube without the winged inserter. Based off the provided photo the engineer was able to verify the reported defect. Without the physical sample we could not determine the exact root cause. Although, this was a known issue for the manufacturing facility and it was determined that this issue was caused by a lack of adhesive being applied to the extension tubing and the winged adapter. The manufacturing facility has an ongoing investigation to correct this issue, CAPA# 684099.

Event description:
It was reported that 2 bd nexiva¿ closed IV catheter systems separated during the injection of an IV contrast. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: there has been several catheters that have become dislodged during injection of IV contrast. All the same lot# and expiration date. Ref# 383516.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd nexiva¿ closed IV catheter systems separated during the injection of an IV contrast. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: there has been several catheters that have become dislodged during injection of IV contrast. All the same lot# and expiration date. Ref# 383516.